Manufacturer narrative:
(B)(4). Concomitant medical products: unk stem, pn unknown, ln unknown; unk cup, pn unknown, ln unknown; unk liner, pn unknown, ln unknown. Multiple MDR reports were filed for this event. Please see reports: 0001825034-2018-06241; 0001825034-2018-06238; 0001825034-2018-06239. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Attempts to obtain additional information have been made; however, no more is available.

Event description:
It was reported patient has been indicated for revision due to unknown reasons. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable as this device was not involved in the event. The initial report was submitted in error and should be voided.